Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard mesh pre-shaped (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1) and pre-shaped mesh (device 2). Per op notes, "an incision was made in the right inguinal area, a perfix plug (device 1) and a bard mesh pre-shaped (device 2) were placed using prolene sutures." (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair. Per op notes, "the spermatic cord was densely adherent to the surrounding structures. The mesh was involved in scar and chronic inflammatory tissue; a synthetic mesh was placed."